Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2022 with complaints of cloudy pd effluent and abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime 1g daily for 21 days. The culture resulted positive for gram-negative rods, myroides (species unknown). The cause of the peritonitis was not determined. A repeat culture obtained on (B)(6) 2022 resulted (B)(6) for (B)(6). The patient¿s antibiotics were changed at this time to (B)(6) 2g (frequency unknown) and (B)(6) (dose, and frequency unknown). The patient was expected to complete the antibiotic regimen on (B)(6) 2022. The pdrn stated the cause of the (B)(6) peritonitis could not be confirmed. The patient does not recall any breach in aseptic technique.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. The cause of the peritonitis event was not determined. The culture resulted positive for myroides which can be found in water and soil suggesting a breach in aseptic technique. The patient additionally was re-cultured one week later and was found to be culture (B)(6). Staph aureus colonizes on the skin and nares of humans, additionally suggesting some type of breach in aseptic technique. Based on the available information and no documentation or evidence of a malfunction or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the pd clinic on (B)(6) /2022 with complaints of cloudy pd effluent and abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime 1g daily for 21 days. The culture resulted positive for gram-negative rods, myroides (species unknown). The cause of the peritonitis was not determined. A repeat culture obtained on (B)(6) 2022 resulted positive for methicillin-resistant staphylococcus aureus (mrsa). The patient¿s antibiotics were changed at this time to ip vancomycin 2g (frequency unknown) and ip rocephin (dose, and frequency unknown). The patient was expected to complete the antibiotic regimen on (B)(6) 2022. The pdrn stated the cause of the mrsa peritonitis could not be confirmed. The patient does not recall any breach in aseptic technique.